Event description:
It was reported that the lens was scratched. There was no patient involvement. Evaluation of the returned device revealed the downstream occlusion seal was detached.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal wad detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and there are no errors related to the customer complaint. Functional testing was performed. The dso seal was replaced and the device then passed all testing.